Manufacturer narrative:
.

Event description:
The hcp reported, that the patient was admitted to the hospital after pump and catheter replacement for overdose symptoms of leg weakness and/or spasm. No patient treatment or outcome was reported. The medication in the pump was baclofen (concentration and daily dose were not reported). Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received. Reference MFR report# 2182207200704022.